Event description:
It was reported that occlusion alarms occurred, indicating an occlusion event that occurred earlier in the day. The customer¿s blood glucose level was recorded as "high," exceeding 500 mg/dl, which suggested an adverse impact. To address the high blood glucose, the customer administered a correction bolus via the pump and cleared the occlusion alarm to resume insulin delivery.